Event description:
The hosp ccu staff attempted to administer a countershock to a pt using disposable defibrillation electrodes. The pt was diagnosed in coarse ventricular fibrillation. The defibrillator allegedly failed to discharge. The standard external paddles were subsequently connected and used. The device again allegedly failed to discharge. The pt was not resuscitated. The rptr indicated the device did not cause or contribute to the pt's dealth. This opinion was based on an assessment of the pt's condition and a do not intubate order made by the family.